Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Customer reporting false positive sars result. Multiple attempts were made to gather more information from the customer without success.